Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 1,584 mg/dl. A correction bolus was delivered to address bg level. The customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Additionally, the customer loaded cartridge with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was changed to address the issue.